Event description:
It was reported that the patient connected to the setup for peritoneal dialysis (pd) therapy, before the lines were properly primed. The patient connected, at ¿connect bags¿ message before prime. The patient disconnected right after. The technical service representative (tsr) recommended for the patient to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.